Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain / pelvis pain"), salpingitis ("salpingitis") and suicidal ideation ("suicidal ideation") in a 26-year-old female patient who had essure (ess205) (batch no. 12271872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 on ((B)(6) 1997, (B)(6) 2002 and (B)(6) 2004) and hemorrhage pregnancy. Previously administered products included for an unreported indication: depo shot. Concurrent conditions included body mass index normal and weight loss. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), dry skin ("dry skin"), vulvovaginal dryness ("vaginal dryness"), abdominal distension ("constant bloating"), abdominal pain ("severe and persistent pain in abdomen"), depression ("depression"), headache ("constant headaches / head pain (constant stabbing)"), dental caries ("tooth decay"), weight increased ("weight gain"), alopecia ("hair loss"), endometriosis ("endometriosis"), allergy to metals ("allergic to nickel /. Hypersensitivity reaction to nickel"), urticaria ("she broke out in hives all over her body for the first six months after getting essure implanted"), negative thoughts ("negative self-thoughts"), back pain ("back pain"), formication ("the feeling of something crawling under her skin"), investigation noncompliance ("she did not undergo an essure confirmation test") and treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure"). The patient was treated with surgery (two surgeries to remove essure) and surgery (essure¿s removal laparoscopically). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, endometriosis, allergy to metals, urticaria, back pain, investigation noncompliance and treatment noncompliance outcome was unknown and the suicidal ideation, dry skin, vulvovaginal dryness, abdominal distension, abdominal pain, depression, headache, dental caries, weight increased, alopecia, negative thoughts and formication was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, dental caries, depression, dry skin, endometriosis, formication, headache, investigation noncompliance, negative thoughts, pelvic pain, salpingitis, suicidal ideation, treatment noncompliance, urticaria, vulvovaginal dryness and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment for endometriosis. She not sought medical treatment for dry skin, the feeling of something crawling under her skin, vaginal dryness, constant bloating, severe and persistent pain in her abdomen, depression, suicidal ideation, constant headaches, tooth decay, weight gain and hair loss essure removal date was also reported as (B)(6) 2014 & (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received. Event salpingitis was added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain / pelvis pain"), salpingitis ("salpingitis") and suicidal ideation ("suicidal ideation") in a 26-year-old female patient who had essure (ess205) (batch no. 12271872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6)1997, (B)(6) 2002 and (B)(6) 2004) and hemorrhage pregnancy. Previously administered products included for an unreported indication: depo shot. Concurrent conditions included body mass index normal and weight loss. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), dry skin ("dry skin"), vulvovaginal dryness ("vaginal dryness"), abdominal distension ("constant bloating"), abdominal pain ("severe and persistent pain in abdomen"), depression ("depression"), headache ("constant headaches / head pain (constant stabbing)"), dental caries ("tooth decay"), weight increased ("weight gain"), alopecia ("hair loss"), endometriosis ("endometriosis"), allergy to metals ("allergic to nickel /. Hypersensitivity reaction to nickel"), urticaria ("she broke out in hives all over her body for the first six months after getting essure implanted"), negative thoughts ("negative self-thoughts"), back pain ("back pain"), formication ("the feeling of something crawling under her skin"), investigation noncompliance ("she did not undergo an essure confirmation test") and treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure"). The patient was treated with surgery (two surgeries to remove essure) and surgery (essure¿s removal laparoscopically). Essure (ess205) was removed in april 2016. At the time of the report, the pelvic pain, salpingitis, endometriosis, allergy to metals, urticaria, back pain, investigation noncompliance and treatment noncompliance outcome was unknown and the suicidal ideation, dry skin, vulvovaginal dryness, abdominal distension, abdominal pain, depression, headache, dental caries, weight increased, alopecia, negative thoughts and formication was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, dental caries, depression, dry skin, endometriosis, formication, headache, investigation noncompliance, negative thoughts, pelvic pain, salpingitis, suicidal ideation, treatment noncompliance, urticaria, vulvovaginal dryness and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment for endometriosis. She not sought medical treatment for dry skin, the feeling of something crawling under her skin, vaginal dryness, constant bloating, severe and persistent pain in her abdomen, depression, suicidal ideation, constant headaches, tooth decay, weight gain and hair loss essure removal date was also reported as (B)(6) 2014 & (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain / pelvis pain") and suicidal ideation ("suicidal ideation") in a (B)(6) female patient who had essure (ess205) (batch no. 12271872) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 1997, (B)(6) 2002 and (B)(6) 2004) and hemorrhage pregnancy. Previously administered products included for an unreported indication: depo shot. Concurrent conditions included female sterilisation. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), dry skin ("dry skin"), vulvovaginal dryness ("vaginal dryness"), abdominal distension ("constant bloating"), abdominal pain ("severe and persistent pain in abdomen"), depression ("depression"), headache ("constant headaches / head pain (constant stabbing)"), dental caries ("tooth decay"), weight increased ("weight gain"), alopecia ("hair loss"), endometriosis ("endometriosis"), allergy to metals ("allergic to nickel /. Hypersensitivity reaction to nickel"), urticaria ("she broke out in hives all over her body for the first six months after getting essure implanted"), negative thoughts ("negative self-thoughts"), back pain ("back pain"), formication ("the feeling of something crawling under her skin"), investigation noncompliance ("she did not undergo an essure confirmation test") and treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure"). The patient was treated with surgery (two surgeries to remove essure). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, endometriosis, allergy to metals, urticaria, back pain, investigation noncompliance and treatment noncompliance outcome was unknown and the suicidal ideation, dry skin, vulvovaginal dryness, abdominal distension, abdominal pain, depression, headache, dental caries, weight increased, alopecia, negative thoughts and formication was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, dental caries, depression, dry skin, endometriosis, formication, headache, investigation noncompliance, negative thoughts, pelvic pain, suicidal ideation, treatment noncompliance, urticaria, vulvovaginal dryness and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment for endometriosis. She has not sought medical treatment for dry skin, the feeling of something crawling under her skin, vaginal dryness, constant bloating, severe and persistent pain in her abdomen, depression, suicidal ideation, constant headaches, tooth decay, weight gain and hair loss essure removal date was also reported as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Most recent follow-up information incorporated above includes: on 29-nov-2017: all events, reporter, historical condition, historical drug added from pfs. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.